Event description:
The metal case on the bottom of the echelon staple load came off and was found in the jaws of the echelon gun. Manufacturer response for stapler, echelon (per site reporter): investigating.